Event description:
Repair statement customer stated problem: alarming or red light. The tie wraps are defective, the muffler is cracked, the pilot valve is not shifting, and the pe valve is not shifting.